Event description:
The surgeon implanted a aq2010v 3 piece silicone lens. The rn stated that the trailing haptic tore upon insertion into the eye. The incision was enlarged to remove the lens. The injector and cartridge, model and lot numbers were unknown.

Event description:
The cartridge model that was used was a aq cartridge fp. The type of viscoelastic that was used was staarvisc.